Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely depressed sodium results on a dimension vista 1500 system. A siemens customer service engineer (cse) was dispatched to the site. The cse reviewed the event with the customer. The customer stated that a dilution check was processed but the requested correction factor was not applied and quality control was not reprocessed after the dilution check was reprocessed. The customer corrected the factor and reprocessed the quality control which then came into the laboratory acceptance range. Siemens headquarters service center (hsc) has reviewed the information provided by the customer and the instrument data. Hsc concluded that the low dilution check factor led to the discrepant results. The service actions performed returned the system's quality control to acceptable. The system is fully functional. No other issues have been reported by the customer since the service visit. A potential product issue was not identified. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on patient plasma samples on a dimension vista 1500 system. The results were reported to the physician(s). The results were questioned and the same samples were reprocessed on an alternate dimension vista system. Higher results were obtained and corrected results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed sodium results.